Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product was not returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4) 2012.

Event description:
It was reported that patient underwent bilateral primary knee procedure on (B)(6) 2011. Revision procedure performed (B)(6) 2012 due to bearing dislocation.